Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l4/5 posterior lumbar interbody fusion due to lumbar spinal canal stenosis. It was reported that the left cage was positioned too inward, so it was decided to remove and reposition the cage. The cage was successfully removed without any issues using the inserter, but upon inspection of the removed cage, the marker was found to be protruding. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: part # 5011022, lot # 46rz, visual and optical inspection revealed the spacer has been damaged. The damage to the implant appears to be from the removal process. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.